Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to orthopediatrics for investigation as the device was retained by the family. Reported event was confirmed with radiographs provided. DHR was reviewed and no discrepancies were found. Risk management file review was deemed appropriate. Root cause is unknown. The plate was made to specification.

Event description:
It has been reported that following the implantation of an infant cannulated blade plate, the plate was removed due to fracture at the most proximal screw hole. Attempts have been made and additional information on the reported event is unavailable at this time.